Event description:
It was reported that the neurostimulator was replaced due to low voltage and low seizure control. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 7428 serial (B)(4) found no significant anomaly. The battery was not in new condition, low / eol battery.

Manufacturer narrative:
Review of this MDR and/or additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.